Manufacturer narrative:
A ge service rep performed an onsite investigation. The generator interface board and the software were installed during the service call. The system was tested and found to be working as intended and put back into service.

Event description:
It was reported the system had an error and would not boot up. There was no pt injury or death reported.